Event description:
It was reported that the patient experienced erosion and a possible infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 39565-30, serial # (B)(4); implanted: (B)(6) 2007; explanted: unk. Extension: model 3708140, serial # (B)(4); implanted: (B)(6) 2007; explanted: unk. Extension: model 3708140, serial #(B)(4); implanted: (B)(6) 2007; explanted: unk. Recharger: model 37752, serial # (B)(4); programmer: model 37742, serial# (B)(4).